Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent treatment for pelvic organ prolapse. Allegedly, the pt experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00137 (avaulta anterior system). Note: this report corresponds with bard's report #(B)(4) for an "avaulta posterior system".